Manufacturer narrative:
(B)(4). The reported therapy delivery anomaly was confirmed in the laboratory. Interrogation revealed a possible high voltage lead issue and low hv lead impedance. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause could not be determined.

Event description:
It was reported that the device was removed due to a failure in delivering proper therapy. Patient was well after the event.